Event description:
It was reported while using the bd bactec¿ fx top, there was a false negative patient result. There was no report of adverse patient impact.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.